Event description:
--

Manufacturer narrative:
The local area sales representative was contacted for additional information. A replacement procedure was not planned for this device. No other information was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.58 v after 40 months of implant. This device was included in the population of the shortened replacement window advisory that was originally communicated on (B)(4) 2007. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed follow-up recommendations and that only way to determine if the device is effected by this advisory would be to perform as save to disk for analysis to determine when the device reached 2.65 v. The field representative reported that the health care practitioner planned to follow this patient via latitude. Additional information was received that the patient was in the hospital due to cardiac arrest. The device was interrogated and had reached end of life (eol). The local area sales representative was looking for any current episodes. Technical services discussed the arrythmia logbook will not store episodes once eol is reached. The available information suggests this device remains in service. Should additional information become available this report will be updated.